Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance breakage suture. A dispensed suture piece of product code 8805h, was received for evaluation. During the visual inspection of sample, the ends of the suture piece were observed with damage (split) and stress caused by surgical instrument. The other section of the suture was not returned. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. In addition, a functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the performance breakage suture is an improper handling.

Event description:
It was reported that a patient underwent a repair of a micro puncture hole in fem pop on an unknown date and suture was used. During the procedure, the suture broke as the surgeon was tying the knot. There were no adverse patient consequences reported. No additional information was provided.